Event description:
Additional information was received from a healthcare provider stating that the catheter occlusion was first observed on (B)(6) 2025 and the cause was not determined. A dye study was performed and the port showed contrast collected around the pump.

Manufacturer narrative:
8637-40: analysis determined the pump reached end of service (eos) based on time progression, as expected. 8784: visual inspection identified there was damage to the transition tubing. 8780: device was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2016: product type catheter product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2016: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-jul-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump containing unknown drug. It was reported that the catheter was returned to be evaluated as it was occluded therefore needed to get replaced. No further information was reported.